Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the pcu had error code 255-32768-42. There was no patient involvement.

Event description:
It was reported that the pcu had error code 255-32768-42. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The reported error code 255-32768-42 was confirmed through a log review and could not be replicated during laboratory testing. Alaris system maintenance results indicate that the pcu was performing as designed and passed all accuracy measurements. A review of the error logs showed a total of 167 error codes 800.800 (pcu5 general os failure) from 02apr2025 to 04jun2025, another 16 error codes 800.8000 were observed but the date could not be determined due to the pcu not registering it. The bd alaris user manual v12.3.2 has information for the user regarding system errors; a system error message means that the bd alaris¿ system has identified an error in either the hardware or the software of the pcu. Operation will continue on all channels; current infusions are not affected but the module cannot accept any new changes to the rate, dose, or vtbi. The alaris pcu system error tip sheet states that when a system error occurs, any active infusions will continue as programmed. A system error does not interrupt critical infusions if infusion parameters do not need to be edited. If it is safe to do so, manually stop the infusion in order to reprogram and re-start the infusion devices following the instructions in the user manual addendum to avoid this error. Power down the pcu by pressing the system on key. Restart the device by pressing the system on key. Restart previous infusions and/or monitoring settings. If the system error returns, power down the pcu and replace it immediately. Return the pcu to your biomedical engineering department for troubleshooting and data log retrieval. There was no patient involvement. The alaris system is used for treatment purposes as intended per 21 cfr 820.198(d)(2). This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.